Event description:
It was reported by the affiliate that the (1) tx30g was used during an unk procedure. It was reported that the product misfired. There was no consequence to the pt. No other info is available at this time.